Event description:
The customer reported elevated troponin I (access® accutni+3¿) results, for six patients, involving the unicel® dxc 600i synchron® access® clinical system. The elevated results were not released from the laboratory. There was no patient consequence associated with this event. Subsequent testing of the patients' samples, on an alternate unicel® dxc 600i system, generated lower patient results, within the normal reference range. The laboratory considers the critical cutoff value to be greater than 0.49 ng/ml. The laboratory has a delta check system that flags results that do not match the previous results. The patients' samples were collected in 13x75 and 13x100 mm becton dickinson (bd) lithium heparin plasma tubes and centrifuged at 3,200 rpm (rotations per minute) for ten minutes, at room temperature. The samples were fresh and stored at room temperature prior to analysis. All three levels of quality control (qc) were within range on the day of the event. Level 1 qc was out of range high the day following the event. The customer performed a 10-point precision test using level 1 qc material which failed, with a mean 0.08 ng/ml, a standard deviation (sd) of 0.02 ng/ml, and a percent coefficient of variation of 23.22% (%cv). A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) removed the analytical module and cleaned the incubator track and wash wheel. The fse performed an incubator belt calibration and performed incubator belt alignments. The fse verified pipettor alignments and adjusted ultrasonics voltage. The fse replaced the seals in the precision pump. The fse then performed a passing system check and high sensitivity system check. The fse performed assay calibration and obtained a failed result. The fse noted the connector to the substrate bottle was loose and tightened the connector to resolve the issue. The fse successfully calibrated the troponin assay. The fse then noted level 1 quality control (qc) was out-of-range high after completing qc. The fse replaced the sample probe and performed alignments and resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the elevated troponin I results was due to a faulty sample probe. Beckman coulter continues to track and trend any incident related to this issue.